Event description:
It is reported that a call was received from a dermatologist, md advising that the end-user has a wound under the ostomy wafer. It is also reported that end-user discontinued use of her sur-fit natura durahesive moldable convex skin barrier w/flange w/white tape collar and mold-to-fit opening after about three days of use and returned to using the sur-fit natura moldable durahesive skin barrier w/hydrocolloid flexible collar and mold-to-fit opening, and visited her surgeon and wocn about 3 weeks ago. The wocn applied stomahesive powder and blotted with barrier wipe and applied (B)(6) dressing and her non convex appliance (sur-fit natura moldable durahesive skin barrer w/ hydrocolloid flexible collar and mold-to-fit opening). The end-user was evaluated by the dermatologist, md on (B)(6) 2014, who treated the site with a topical ointment to the wound and an unknown clear gel to the periwound skin, the aquacel dressing and her appliance (sur-fit natura moldable durahesive skin barrier w/ hydrocolloid flexible collar and mold-to-fit opening). Lastly, it is reported that end-user is scheduled for a follow-up with her surgeon in one week.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on the patient requiring prescriptions from dermatologist, md. It is reported that end-user's skin care routine is to clean with saline, apply (B)(6) dressing to the wound, and (B)(6) paste and 12 o'clock and 6 o'clock position. Complaint has confirmed that product lot number is not available and not able to be retrieved. Does not wish to try alternative samples at present. Lastly, she was encouraged to follow-up with health care professional. No other information is available at present. Outbound call attempt to end user @1558 left message. On (B)(4) 2014, @2015, territory manager placed follow-up outbound call. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.